Manufacturer narrative:
The insulin pump was received with minor scratches on the display window. The device had a cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and the test reservoir does not lock properly inside the reservoir tube. (B)(4).

Event description:
Customer's mother reported via phone call through a sign language interpreter damage on the insulin pump. Customer's mother advised the threads on the reservoir compartment are stripped down and it will not screw in properly. Customer keeps the device in a zippered pouch and it is unknown how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.